Manufacturer narrative:
The reported lot number does not provide a match in gcs2; therefore, the manufacture date and expiration date are unknown. It was reported that the device was not used past its expiry date. Mfg site name-starmedtec (B)(4). (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a lighttrail 270 m single use laser fiber was used during a laser lithotripsy of renal calculus performed on (B)(6) 2016. Reportedly, the laser unit used was an auriga xl 50 w holmium laser. According to the complainant, during the procedure and inside the patient, the scope was deflected nearly 180 degrees to reach the stone situated in the lower pole of the kidney. While lasering the stone, the fiber tip detached. The detached tip was retrieved using a basket but was lost possibly in the prostate. The physician had no plans to bring the patient back for removal of fragment. The physician expects that the detached fiber in the prostate would be voided out. The procedure was completed with the same lighttrail 270 m single use laser fiber. Reportedly, some days post procedure, an unknown stent was removed days after the procedure and no fiber fragment was seen in the patient. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
One lighttrail 270um single use laser fiber was received for analysis. Visual analysis revealed that the exposed glass fiber tip measured approximately 0.5 mm. Additional analysis under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip detached. Functional analysis revealed that after attaching the fiber connector to the console, the aiming beam was seen exiting out of the distal tip. The aiming beam was bright, clear and scattered as a result of the broken tip. Functional analysis revealed that the fiber was recognized by the laser unit. The console gave error code 1101- fiber may not be used anymore, this indicated that this is a single use fiber. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a lighttrail 270um single use laser fiber was used during a laser lithotripsy of renal calculus performed on (B)(6) 2016. Reportedly, the laser unit used was an auriga xl 50 w holmium laser. According to the complainant, during the procedure and inside the patient, the scope was deflected nearly 180 degrees to reach the stone situated in the lower pole of the kidney. While lasering the stone, the fiber tip detached. The detached tip was retrieved using a basket but was lost possibly in the prostate. The physician had no plans to bring the patient back for removal of fragment. The physician expects that the detached fiber in the prostate would be voided out. The procedure was completed with the same lighttrail 270um single use laser fiber. Reportedly, some days post procedure, an unknown stent was removed days after the procedure and no fiber fragment was seen in the patient. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.